Event description:
Pt complained of a flushed feeling and jolts to pacemaker lead. They were hooked up to a 24 hour holter monitor which revealed failure of the pacemaker output for approx 4.5 secs and are clearly related to the pt's symptoms. Attempts to reprogram the pacer did not resolve the pt's symptoms. The operator suspects the generator is failing to output at a higher pacing rate. Therefore the pt underwent removal of the affected pacemaker and replacement with an affinity dr generator.